Event description:
It was reported that during followup it was noted that the lead had low impedance, increased threshold, and a very low sensing signal. The lead was removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Patient information is not generally available due to confidentiality concerns. Evaluation summary: (B)(4) the full lead was returned, analyzed and the middle insulation was breached and had metal induced oxidation. It was noted that several conductors were distorted, the defibrillation conductor was cut, the proximal conductor was cut, several conductors were stretched, the defibrillation conductor was melted, the outer insulation was kinked/buckled, the middle insulation was melted, the outer insulation was melted, the inner insulation had cosmetic metal induced oxidation, the middle insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn, the middle insulation was torn, the outer insulation was torn, the outer insulation was breached cut, there was a white substance on the outer insulation, the outer insulation had a cosmetic depression, there was blood in/on the helix/lobe mechanism, there was tissue on the helix and the lead was stretched. The analyst also noted that there was severe explant damage.